Event description:
An endo catch 10mm gold was used for laparoscopic appendectomy, during removal the bag separated at the seam. A different retrieval bag (reliacath 10mm catch10) was used with no further incident. Event reached pt, but no harm was evident. FDA safety report ID# (B)(4).